Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-oct-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 08-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced a new change in stimulation in her stomach, and she had unwanted stimulation in new areas. There was a lack of pain coverage. Impedances were within normal limits. An x-ray revealed lead migration. The patient was being scheduled for a revision surgery.